Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 1000 mg/dl. The customer was ill and had trouble with connecting to quick release. The customer's causes of hospitalization were diabetic ketoacidosis and dehydration. The customer was hospitalized for 5 days. The customer was wearing the pump during the time of hospital visit.